Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for fluid overload characterized by dyspnea, which required two hd treatments for fluid removal. The etiology of the patient¿s fluid overload is unknown; therefore, causality cannot be established. Fluid volume overload is a common and often preventable process. Many factors such as non-compliance, inappropriate prescription, loss of residual renal function, mechanical problems, device failure and peritoneal membrane failure are all possible contributing factors. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s fluid overload. While no treatment alarms were reported, the patient was undergoing ccpd therapy nightly via the liberty select cycler when the events occurred. Additionally, the manufacturer¿s evaluation of the suspect device is unavailable during this investigation. Therefore, there is insufficient evidence to disassociate the liberty select cycler from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a patient line is blocked alarm on fills and drains during treatment. The patient contact stated the doctor was concerned about fluid retention and requested a replacement cycler. The patient was then discharged from the hospital. During follow-up performed on (B)(6) 2020, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 for fluid overload, characterized by dyspnea. The patient received a temporary hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2019 and underwent two hd treatments on (B)(6) 2019 and (B)(6) 2019. The pdrn reported the hospital dialysis nurse removed 7.0 liters of fluid between the two treatments. On (B)(6) 2019 the patient was deemed stable and was discharged home after the hd catheter was removed. Per the pdrn, the cause of the fluid overload is unknown. The patient is compliant and well versed regarding ccpd therapy. The pdrn stated the patient¿s drain criteria was changed following the hospitalization from 70% to 85%. The pdrn stated the patient was evaluated at the outpatient dialysis clinic on (B)(6) 2019 and is doing well. The patient has recovered from the events and continues to undergo ccpd therapy utilizing the replacement liberty select cycler without issue. Additional information was requested, however it was not available.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test.. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.